Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refn3088 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refn3088) have been reported from the same facility.

Event description:
It was reported that during the introduction of the guidewire by the seldinger technique, the wire "spiraled up" as soon as it entered the cannula, which made further advancement and retraction impossible. After removal with the puncture needle the wire was removed. Was observed that the fixed spiral dissolved and the wire acted like a "spring". It was stated that a thinner guidewire was used (0.81mm). The thinner guidewire didn't stick in the needle and the catheter could be placed. It was reported this occurred with two devices. This report address the first device.

Event description:
It was reported that during the introduction of the guidewire by the seldinger technique, the wire "spiraled up" as soon as it entered the cannula, which made further advancement and retraction impossible. After removal with the puncture needle the wire was removed. Was observed that the fixed spiral dissolved and the wire acted like a "spring". It was stated that a thinner guidewire was used (0.81mm). The thinner guidewire didn't stick in the needle and the catheter could be placed. It was reported this occurred with two devices. This report address the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed. The product returned for evaluation was one 70cm x 0.038" j-tip guidewire. The investigation findings are consistent with damage caused by tensile stress and possible retraction of the guidewire against the bevel of the introducer needle. The returned product sample was evaluated and the guidewire was confirmed to be broken which allowed the outer coil wire to become unraveled. Microscopic examination of the fracture sites revealed the following: narrowing of the wire cross-section near the fracture site, which is a characteristic feature of a strong pull on the wire. A granular fracture surface. Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h.11.